Manufacturer narrative:
The beckman-coulter customer contact associate discussed the event with the customer and suggested that the customer perform a flush of the reagent cup with warm water and recalibrate the system. The customer replaced the modular chemistry syringe prior to the arrival of the service engineer (fse). The fse visited the facility and examined the system. The fse verified all alignments and quality controls. A precision run was performed. No hardware was replaced or repaired. A specific root cause of the event was not determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.

Event description:
Customer reported that erroneously low glucose results were generated by the unicel dxc 800 synchron system. The initial low result was not reported out of the lab. The sample was retested on another system and also on the same system; the retest results were within expectation. Quality controls were within spec before and after the event. There was no change to the pt's care or treatment.